Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2019 with the following findings: according to the pump history the pump was in use until 14-sep-2019. All black box and alarm history had been overwritten for the time of event due to continued use. The black box contained dates from 06-sep-2018 to 14-sep-2019. A replace battery alarm was recorded due to normal pump use. A visual inspection of the pump revealed the battery compartment was cracked; the returned battery cap was undamaged. The battery cap was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or damage was observed. The complaint of no power was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018 the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.